Event description:
The customer's wife complained of the insulin pump alarming motor error. Troubleshooting was performed, but the displacement test could not be performed due to the persistent motor error alarms. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test and alarmed motor error due to the motor encoder signal being out of phase.